Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that device interrogation was requested for this implantable cardioverter defibrillator (ICD) system due to undersensing observed via telemetry. This ICD remains in service. No adverse patient effects were reported.